Event description:
The (B)(6) used 3m comply thermalog steam chemical indicators lot # 202709ge and it was noted to be "not safe" for use after proper sterilization. After a deep dive review, we have concluded that the lot # 202709ge is potentially defective. This indicator is part of the sterilization indicator to confirm reusable medical devices are safe to use.